Event description:
Customer's father reported a no deliver alarmed on customer's insulin pump while changing her infusion set. Customer's blood glucose is 133 mg/dl. In troubleshooting, insulin exited the tubing during a fixed prime. Insulin does not exit the tubing when manually pushed with a plunger. There is a greater than normal resistance to the plunger push. Customer was advised to do a complete set change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).